Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unspecified date, a 6.5" (17 cm) appx 0.59 ml, smallbore bifuse ext set, w/clave¿, check valve, 2 clamps (red, white), luer lock experienced leaking near the connection piece where the bifurcation splits off. There was no patient harm reported. This is one of two events.